Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was unable to determine the material number and lot number of the reported issue, therefore this complaint will be closed without further investigation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Bd was unable to confirm the reported issue at this time. The customer was contacted by bd technical services and they were provided with further guidance on pst processing as well as bd's tech talk on pst tubes. Complaints received will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there was poor barrier separation and erroneous results occurred after use with an unspecified bd pst blood collection tubes. The following information was provided by the initial reporter: we are experiencing issues with plasma separator tubes not completely performing a good seal between the gel and the cell layer, and we see ¿floaters¿ when the specimen is examined after analysis. We currently run specimens through our roche automated pre-analytical line (cobas 8100), which aliquots the primary tube and sends the aliquot to the analyzers for testing. I suspect that the aliquoted is picking up some of these floaters during the sampling process. When we run a sample for electrolyte analysis, we get absurd results the first time it runs, but when repeated off of the same aliquot the results are normal.